Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported a unit that is alarming "vent inop". The error log is showing pos, das, adc, and motor fault. The reported incident occurred during preventative maintenance. No patient involvement.

Manufacturer narrative:
(B)(4). The turbine was initially replaced, but that did not correct the problem. The main printed circuit board was replaced, and that corrected the problem. The affected unit is no longer under warranty. Carefusion tech support quoted the distributor a price for a replacement main printed circuit board assembly.